Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is not specified therefore power cord has a short circuit, power switch has a broken button, no alarm and the compressor is noisy.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.